Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they could not really see the screen due to crack and was not working for them. The customer's blood glucose level was 140 mg/dl at the time of the incident. The customer reported that the insulin pump broke as they were on the roof helping and fell. The customer stated that they might have fell on the tool and the screen was blinking and might had an insulin pump error. The customer that the lcd screen seemed shattered and cracked. The customer reported damage to the left side of the screen and the reservoir compartment. The device will not be returned for analysis.